Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. C6812127-inv) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), eczema ("eczema"), tendonitis ("tendonitis") and depression ("depression"). The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, eczema, tendonitis and depression outcome was unknown. The reporter provided no causality assessment for abdominal pain, depression, eczema and tendonitis with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. C6812127) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), eczema ("eczema"), tendonitis ("tendonitis") and depression ("depression"). The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, eczema, tendonitis and depression outcome was unknown. The reporter provided no causality assessment for abdominal pain, depression, eczema and tendonitis with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.